Event description:
Pt had lumbar laminectomy on 10/9/95. Wound drain was inserted. First tube of drain removed without difficulty. Attempted removal of second drain tube met with resistance. Constant slow pressure applied by nurse and tubing snapped. Pt went to surgery on 10/12/95 for removal of the retained fragment, measuring 10.4 cm in length. Operative findings: no suture about the retained fragment, nor evidence of perforation; removed by surgeon without difficulty.